Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in to report insulin pump alarming for no delivery and hospitalization for high blood glucose levels. Customer was treated with manual insulin injections and blood glucose levels were 480 mg/dl. Offered troubleshooting but customer declined. Nothing further reported.